Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 37 mg/dl. The customer sated that had 4 incidents that they had low blood glucose levels. The customer was hospitalized for hypoglycemia. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the insulin pump over the phone. The customer stated that they will have someone help review the settings on their insulin pump as well as the reservoir.